Event description:
Event verbatim [preferred term] blisters to her shoulder and back of neck area/ round heat elements had burnt holes to the skin on her neck/ area stung and burn/ redness/ bright red and sticky skin/ left scars [burns second degree] , sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [intentional device misuse] , sleeping while wearing the product/did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [device use error] , used the product for 12 hours [device use issue] , blisters were scabby now and had redness around the scabs [scab] , bright red and sticky skin [sticky skin] , when she pulled off the wrap it took her skin and everything with it [skin exfoliation] , clear drainage [wound drainage] , after two weeks blisters had healed but left scars [scar] . Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44820 09/08, expiry date: aug2019) on (B)(6) 2017 (one night) for neck pain. Medical history included ongoing heart disease, disk surgery in 2012, and neck/ back pain. Concomitant medications included unspecified vitamins (declined to provide the names of the vitamins); ticagrelor (brilinta, strength: 90 mg) at 90mg twice a day for heart; atorvastatin (strength: 40 mg) 40mg once a day for heart; metoprolol (strength: 25 mg) at 25mg twice a day for heart. She had previously used thermacare 12 hour wraps in (B)(6) 2012 after her surgery in 2012, and used it while wearing a metal necklace and it left blisters from the necklace. She knew it was from the necklace and not the wrap. The consumer stated she had been using thermacare products since (B)(6) 2012 off and on and noticed they changed to up to 16 hours. She said she put the wrap on the back of her neck on (B)(6) 2017 before she went to bed, and took it off when she got up, around 10:00am (B)(6) 2017 and the area was blistered. When she pulled off the wrap around 10:00am (B)(6) 2017 it took her skin and everything with it. Her skin was burning when the air hit it. She had blisters to her shoulder and back of neck area on (B)(6) 2017. The area where the round heat elements were had burnt holes to the skin on her neck. She stated that the area stung and burn when she took the wrap off. The next day (B)(6) 2017 the blisters/area was completely scabbed over. She had clear drainage and bright red and sticky skin in (B)(6) 2017. Blisters were scabby now and had redness around the scabs. She thought it will leave scars. Not experiencing any excruciating pain. She did not go her doctor or seek any medical treatment. Therapeutic measures included application of store brand antibiotic ointment to area a couple times a day from (B)(6) 2017. After two weeks blisters had healed but left scars. She said she would not use this particular brand again. If she used thermacare brand again she would use the 12 hour wraps. She assessed there was a reasonable possibility that the events blisters to back of neck and shoulders was related to the device. The reporter classified her skin tone as medium (neither light nor dark) and had neither sensitive skin nor abnormal skin conditions. The color of the box purchased was red box. She only used the product for 12 hours. She has used moist heat pads, a lot of gels and maxi freeze for pain relief after surgery in 2012 and did not experience a problem with these products. The patient said she was sleeping while wearing the product thermacare neck, shoulder & wrist, wearing just a t-shirt and attached the adhesive to the body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She kind of read the usage instructions on thermacare before using the product. The patient was not hospitalized for the events. No treatment received for the events "sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ she kind of read the usage instructions on thermacare before using the product". The action taken in response to the events for thermacare heatwrap was permanently discontinued on (B)(6) 2017. The outcome of the event "blisters to her shoulder and back of neck area/ round heat elements had burnt holes to the skin on her neck/ area stung and burn/ redness/ bright red and sticky skin/ left scars" was resolved with sequel in 2017. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (15mar2017): new information received from a contactable consumer includes: added new event "after two weeks blisters have healed but left scars". Updated burns second degree outcome from "not resolved" to "resolved with sequel". Updated device start date, stop date; medical history, concomitant medications. The patient was not hospitalized for the events. No treatment received for the events "sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ she kind of read the usage instructions on thermacare before using the product". Company clinical evaluation comment: based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events scab, sticky skin, skin exfoliation, wound drainage and scar are assessed as possibly associated with the device. Comment: based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events scab, sticky skin, skin exfoliation, wound drainage and scar are assessed as possibly associated with the device.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] blisters to her shoulder and back of neck area/ round heat elements had burnt holes to the skin on her neck/ area stung and burn/ redness/ bright red and sticky skin/ left scars [burns second degree], sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [intentional device misuse], sleeping while wearing the product/did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [device use error], used the product for 12 hours [device use issue], blisters were scabby now and had redness around the scabs [scab], bright red and sticky skin [sticky skin], when she pulled off the wrap it took her skin and everything with it [skin exfoliation], clear drainage [wound drainage], after two weeks blisters had healed but left scars [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44820 09/08, expiry date: aug2019) on (B)(6) 2017 (one night) for neck pain. Medical history included ongoing heart disease, disk surgery in 2012, and neck/ back pain. Concomitant medications included unspecified vitamins (declined to provide the names of the vitamins); ticagrelor (brilinta, strength: 90 mg) at 90mg twice a day for heart; atorvastatin (strength: 40 mg) 40mg once a day for heart; metoprolol (strength: 25 mg) at 25mg twice a day for heart. She had previously used thermacare 12 hour wraps in (B)(6) 2012 after her surgery in 2012, and used it while wearing a metal necklace and it left blisters from the necklace. She knew it was from the necklace and not the wrap. The consumer stated she had been using thermacare products since (B)(6) 2012 off and on and noticed they changed to up to 16 hours. She said she put the wrap on the back of her neck on (B)(6) 2017 before she went to bed, and took it off when she got up, around 10:00am (B)(6) 2017 and the area was blistered. When she pulled off the wrap around 10:00am (B)(6) 2017 it took her skin and everything with it. Her skin was burning when the air hit it. She had blisters to her shoulder and back of neck area on (B)(6) 2017. The area where the round heat elements were had burnt holes to the skin on her neck. She stated that the area stung and burn when she took the wrap off. The next day (B)(6) 2017 the blisters/area was completely scabbed over. She had clear drainage and bright red and sticky skin in (B)(6) 2017. Blisters were scabby now and had redness around the scabs. She thought it will leave scars. Not experiencing any excruciating pain. She did not go her doctor or seek any medical treatment. Therapeutic measures included application of store brand antibiotic ointment to area a couple times a day from (B)(6) 2017. After two weeks blisters had healed but left scars. She said she would not use this particular brand again. If she used thermacare brand again she would use the 12 hour wraps. She assessed there was a reasonable possibility that the events blisters to back of neck and shoulders was related to the device. The reporter classified her skin tone as medium (neither light nor dark) and had neither sensitive skin nor abnormal skin conditions. The color of the box purchased was red box. She only used the product for 12 hours. She has used moist heat pads, a lot of gels and maxi freeze for pain relief after surgery in 2012 and did not experience a problem with these products. The patient said she was sleeping while wearing the product thermacare neck, shoulder & wrist, wearing just a t-shirt and attached the adhesive to the body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She kind of read the usage instructions on thermacare before using the product. The patient was not hospitalized for the events. No treatment received for the events "sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ she kind of read the usage instructions on thermacare before using the product". The action taken in response to the events for thermacare heatwrap was permanently discontinued on (B)(6) 2017. The outcome of the event "burn blister" was resolved with sequel in 2017. The outcome of other events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (15mar2017): new information received from a contactable consumer includes: added new event "after two weeks blisters have healed but left scars". Updated burns second degree outcome form "not resolved" to "resolved with sequel". Updated device start date, stop date; medical history, concomitant medications. The patient was not hospitalized for the events. No treatment received for the events "sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ she kind of read the usage instructions on thermacare before using the product". Follow-up (11may17): follow-up attempts are completed. No further information is expected. Follow-up (11may2017): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events scab, sticky skin, skin exfoliation, wound drainage and scar are assessed as possibly associated with the device. Comment: based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events scab, sticky skin, skin exfoliation, wound drainage and scar are assessed as possibly associated with the device.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] blisters to her shoulder and back of neck area/ round heat elements had burnt holes to the skin on her neck/ area stung and burn/ redness/ bright red and sticky skin/ left scars [burns second degree] , sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [intentional device misuse] , sleeping while wearing the product/did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [device use error] , used the product for 12 hours [device use issue] , blisters were scabby now and had redness around the scabs [scab] , bright red and sticky skin [sticky skin] , when she pulled off the wrap it took her skin and everything with it [skin exfoliation] , clear drainage [wound drainage] , after two weeks blisters had healed but left scars [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r44820 09/08, expiry date: aug2019) on (B)(6) 2017 (one night) for neck pain. Medical history included ongoing heart disease, disk surgery in 2012, and neck/ back pain. Concomitant medications included unspecified vitamins (declined to provide the names of the vitamins), ticagrelor (brilinta, strength: 90 mg) at 90 mg twice a day for heart, atorvastatin (strength: 40 mg) at 40 mg once a day for heart, and metoprolol (strength: 25 mg) at 25 mg twice a day for heart. She had previously used thermacare 12 hour wraps in (B)(6) 2012 after her surgery in 2012, and used it while wearing a metal necklace and it left blisters from the necklace. She knew it was from the necklace and not the wrap. The consumer stated she had been using thermacare products since (B)(6) 2012 off and on and noticed they changed to up to 16 hours. She said she put the wrap on the back of her neck on (B)(6) 2017 before she went to bed, and took it off when she got up, around 10:00 am (B)(6) 2017 and the area was blistered. When she pulled off the wrap around 10:00 am (B)(6) 2017, it took her skin and everything with it. Her skin was burning when the air hit it. She had blisters to her shoulder and back of neck area on (B)(6) 2017. The area where the round heat elements were had burnt holes to the skin on her neck. She stated that the area stung and burn when she took the wrap off. The next day (B)(6) 2017 the blisters/area was completely scabbed over. She had clear drainage and bright red and sticky skin in (B)(6) 2017. Blisters were scabby now and had redness around the scabs. She thought it will leave scars. She was not experiencing any excruciating pain. She did not go her doctor or seek any medical treatment. Therapeutic measures included application of store brand antibiotic ointment to area a couple times a day from (B)(6) 2017. After two weeks blisters had healed but left scars (from 2017). She said she would not use this particular brand again. If she used thermacare brand again she would use the 12 hour wraps. She assessed there was a reasonable possibility that the events blisters to back of neck and shoulders was related to the device. The reporter classified her skin tone as medium (neither light nor dark) and had neither sensitive skin nor abnormal skin conditions. The color of the box purchased was red box. She only used the product for 12 hours. She has used moist heat pads, a lot of gels and maxi freeze for pain relief after surgery in 2012 and did not experience a problem with these products. The patient said she was sleeping while wearing the product thermacare neck, shoulder & wrist, wearing just a t-shirt and attached the adhesive to the body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She kind of read the usage instructions on thermacare before using the product. The patient was not hospitalized for the events. No treatment received for the events "sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ she kind of read the usage instructions on thermacare before using the product". The action taken in response to the events for thermacare heatwrap was permanently discontinued on (B)(6) 2017. The consumer later informed that the blisters healed and can't see the scars (resolved in 2017). The outcome of other events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges the product is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer includes: added new event "after two weeks blisters have healed but left scars". Updated burns second degree outcome form "not resolved" to "resolved with sequel". Updated device start date, stop date; medical history, concomitant medications. The patient was not hospitalized for the events. No treatment received for the events "sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ she kind of read the usage instructions on thermacare before using the product". Follow-up ((B)(6) 2017): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2017): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2017): new information reported from a contactable consumer includes: event data (updated outcome of burn blister and scar). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events scab, sticky skin, skin exfoliation, wound drainage and scar are assessed as possibly associated with the device., comment: based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events scab, sticky skin, skin exfoliation, wound drainage and scar are assessed as possibly associated with the device.

Event description:
Blisters to her shoulder and back of neck area/ round heat elements had burnt holes to the skin on her neck/ area stung and burn/ redness/ bright red and sticky skin [burns second degree] , sleeping while wearing the product/ did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [intentional device misuse] , sleeping while wearing the product/did not check her skin under the product while wearing thermacare/ read the usage instructions on thermacare before using the product [device use error] , used the product for 12 hours [device use issue] , blisters were scabby now and had redness around the scabs [scab] , bright red and sticky skin [sticky skin] , when she pulled off the wrap it took her skin and everything with it [skin exfoliation] , clear drainage [wound drainage] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient (not pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from (B)(6) 2017 for neck pain. Medical history included ongoing heart disease and unspecified surgery in 2012. Concomitant medications included unspecified vitamins (declined to provide the names of the vitamins). She has previously used thermacare 12 hour wraps in the past after her surgery in 2012 and used it while wearing a metal necklace and it left blisters from the necklace. She knew it was from the necklace and not the wrap. The consumer stated she has been using thermacare products since 2012 off and on and noticed they changed to up to 16 hours. She said she put the wrap on the back of her neck at around 10:00 pm (B)(6) 2017 before she went to bed, and took it off when she got up, around 10:00 am (B)(6) 2017 and the area was blistered. When she pulled off the wrap around 10:00 am (B)(6) 2017 it took her skin and everything with it. Her skin was burning when the air hit it. She had blisters to her shoulder and back of neck area on (B)(6) 2017. The area where the round heat elements were had burnt holes to the skin on her neck. Stated that the area stung and burn when she took the wrap off. The next day (B)(6) 2017 the blisters/area was completely scabbed over. She had clear drainage and bright red and sticky skin in (B)(6) 2017. Blisters were scabby now and had redness around the scabs. She thought it will leave scars. Not experiencing any excruciating pain. She did not go her doctor or seek any medical treatment. Therapeutic measures included application of store brand antibiotic ointment to area a couple times a day. She said she will not use this particular brand again. If she used thermacare brand again she would use the 12 hour wraps. She assessed there was a reasonable possibility that the events blisters to back of neck and shoulders was related to the device. The reporter classified her skin tone as medium (neither light nor dark) and had neither sensitive skin nor abnormal skin conditions. The color of the box purchased was red box. She only used the product for 12 hours. She has used moist heat pads, a lot of gels and maxi freeze for pain relief after surgery in 2012 and did not experience a problem with these products. The patient said she was sleeping while wearing the product thermacare neck, shoulder & wrist, wearing just a t-shirt and attached the adhesive to the body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She kind of read the usage instructions on thermacare before using the product. The action taken for the product was permanently discontinued on (B)(6) 2017. The outcome of the event " blisters to her shoulder and back of neck area/ skin was burning when the air hit it/ round heat elements had burnt holes to the skin on her neck/ area stung and burn/ redness/ bright red and sticky skin" was not resolved and for other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described in this follow up are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scab, sticky skin, skin exfoliation, and wound drainage are assessed as possibly associated with the device., comment: based on the information provided, the reported events burn blister, intentional device misuse, device use error, and device use issue as described in this follow up are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events scab, sticky skin, skin exfoliation, and wound drainage are assessed as possibly associated with the device.